Event description:
The affiliate is reporting that the surgeon performed and arthroscopic rc repair with a spiralok anchor. After a few months, the pt reported sudden strong pain in the shoulder. To evaluate the reason for the pain, the surgeon performed an arthroscopy in 2007. He discovered fragments of the spiralok anchor in the joint, which he removed. No further intervention was necessary because the cuff had already healed.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. However, this type of failure has historically been attributed to user technique. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. Furthermore, no lot number was supplied by the complaint facility, which prevents a batch record review from being conducted and also precludes a lot specific search in the mitek complaints system for other similar complaints for this lot. Therefore, no other root-cause could be determined other than those cautioned against in the IFU. We believe this to be a user technique issue. When and if the complaint device is received here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause outside of user technique, a follow-up report will be filed.